Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. Following the procedure, on a later unspecified date, the patient had further scans done which showed rectal wall infiltration. No patient symptoms were reported. The patient's radiation therapy was delayed due to this event. The patient's condition was reported as expected fully recover. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.